Event description:
It was reported that during a colonoscopy procedure, inflation difficulties and balloon damage was noted. The lesion was located in an unspecified portion of the colon. The cre 12mm x 15mm balloon dilatation catheter was advanced to the lesion. Upon attempting ot inflate the balloon to 12mm, the balloon was unable to be inflated. A second attempt was made to inflate the balloon, however, the balloon was again unable to be inflated and the physician noted that several holes were visible in the balloon. The balloon catheter was removed and another of the same device was used to successfully complete the procedure. No patient injuries or complications were reported. The patient's status is reported as "stable."